Event description:
It was reported that the patient was not getting an adequate pain relief due to ipg not taking a charge. The patient underwent an ipg replacement procedure. The explanted device was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in december of 2022.